Event description:
The microsensor was implanted and after approx 50 hours, stopped to function. The device was explanted and replaced with another microsensor.

Manufacturer narrative:
The customer indicated that the transducer acquired a sudden offset of 33mmhg for no apparent cause. The control unit was verified to be functioning correctly via the zero and 100mmhg calibration signals. Large amounts of waveform artifact then filled the monitor screen. The monitors, cables and control unit were all ruled out but changing all the equipment. The transducer exhibited an extremely large zero offset and was found to be unresponsive to applied pressures. The white polycarbonate connector lid was removed and a significant amount of corrosion was observed on the internal printed circuit board and electrical components. Evidence of liquid ingress was observed along the edge of the commector. The transducer was pressure tested to confirm that leakage did not occur from the catheter. It is believed that the transducer was exposed to water or saline during use, resulting in the large offset and subsequent artifact. Water/saline is conductive and will result in such failure mode if the connector becomes wet. The failure is due to liquid ingress at the white polycarbonate connector. At this time, jjpi considers this file closed.